Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained an erroneously high result which repeated within the normal range. No results have been supplied to date. The erroneous result was not reported outside the laboratory. It is unknown if there was a change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample handling or centrifugation data was supplied. Customer was contacted in 2008 and customer stated that the bci sample handling data emailed from cts (customer technical service) was received. The customer did not require further assistance at the time. The customer did not want a bci investigation for this event and believed the event was due to a sample draw issue. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.